Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, out-of-box, the pouch containing the shunt sensor was wet inside from the buffer solution. The product was not used. There was no pt involvement as this occurred out-of-box.